Event description:
It was reported by service report that the left brake pedal was broken, and the brakes would not engage using the right side pedal. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: faulty foot-end brake crank assembly.